Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the allegation against the programmer was confirmed. The programmer did not turn on during analysis as there was an electrical overstressed in the power supply exchanged. Moreover, parts of the outer housing was cracked. The programmer was repaired, cable assembly was removed and housing was installed. Laboratory analysis was able to confirmed the analysis.

Event description:
Boston scientific received information that the programmer smells charred when running. A boston scientific company representative advised that the programmer will be returned for repair. The programmer remains in service. No adverse patient effects were reported.